Manufacturer narrative:
The hill-rom technician found three bad brake casters, one bad steer caster and four cracked caster supports. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the three new brake casters, one new steer caster and four new caster supports to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).